Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited cutting in image was also visible and dirty objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the cutting in image was also visible was cause traced to component failure and for dirty objective lens was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.